Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its ocmponents were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the vessels were severly tortuous and non-calcified. It was reported the aortic neck was 2.5 cm long and 19 mm in diameter and it had a 45-degree lateral angulation and 20-degree anterior angulation. Recently the stent graft was found to have migrated. No additional clinical sequelae were reported and the pt is fine.